Event description:
It is reported that in 1996 pt underwent total knee replacement. Several years later, pt had difficulty with pain and swelling, and the knee was revised on event date. Postoperatively, medial and lateral wear of the tibial articulating surface was noted.